Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient claims they fell, damaged the device and now the device is dead. Caller did not know when the patient fell. Agent reviewed recharging the device and redirected patient to patient services for assistance and to replace lost programmer. Agent also provided contact information for nas to page a rep to assist with MRI mode once device is charged. Call got disconnected due to technical difficulties. Additional information was received from the patient on 2026-may-14. They clarified they fell again in (B)(6) 2025. Patient needs critical MRI however isn't able to recharge. Patient said that the last time used, implant was placed into MRI mode however since the therapy was functioning didn't recharge it afterwards. Patient said that hasn't had ins checked and replaced because didn't have the resources. Email was sent to field team reviewing the situation and requesting assistance with the situation. Recharging equipment was also ordered just in case, field team may be able to pair the recharger so that patient could recharge implant. Pats contacted patient registration and updated patient's address.